Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and found that the battery icon and wireless signal icon were off. He replaced the wfs battery and charger, and the battery icon turn green, which resolved the problem. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and the wireless base station. Intermittently, the wireless connection between the base station and wireless footswitch is lost, and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode, it blocks x-ray switching functions by means of the wireless footswitch. Other options, like the wired footswitch or hand switch, can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction/field safety corrective action (2022-igt-bst-011). The correction has been implemented, and the system has been returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported that the wireless footswitch was not working. It was confirmed that battery indicator and wireless led indicator were off . Wfs battery and charger were replaced and the battery icon turned green and wireless footswitch had started working. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.